Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple intermittent inaccurate fill estimates displayed on the insulin gauge. Reportedly, the customer's insulin gauge displayed a value of 60 units and remained static after the cartridge was filled with 300 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.